Event description:
It was reported to vyaire medical that screen is not working on the avea ventilator. At this time. There is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.

Manufacturer narrative:
H11: correction. D4: corrected model#, catalog # and unique identifier(UDI). D4. UDI# the device has a date of manufacture of (22-mar-2003) and was not subject to UDI requirements.